Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are no available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that multiple x-tips separated and failed to penetrate the bone. No injury resulted.